Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: unable to download bb and alarm history due to internal moisture damaged. No battery cap was returned with the pump. A test battery cap was secured to the pump and was used to complete the investigation. The battery compartment was found to be cracked below the bumper pad. The pump case was found to be cracked near the upper right corner of the display lens. Moisture was observed behind the display lens and in the battery compartment. A leak test was performed and a leak was found at the pump case crack. During testing, the pump powered on to a blank display with audio tones and vibrations functional. A test display was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).